Manufacturer narrative:
The serial number of the cobas 8000 cobas c 701 module is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results from three patient samples tested on the cobas 8000 c702 module. The reporter also complained about qc issues. The reporter provided two patient samples with discrepant results: sample 1 the initial result from the module was 4.2 mg/dl. The repeat result from another c 702 module was 7.3 mg/dl. Sample 2 the initial result from the module was 3.9 mg/dl. The repeat result from the other c 702 module was 8.4 mg/dl. The delta check was triggered prompting the patient sample reruns. The repeat results were deemed correct.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation reviewed the calibration data; the results were within specifications. The investigation reviewed the qc data; the results were within specifications. There was no indication of a performance issue with the reagent. The field service engineer (fse) inspected the module during his initial service visit but could not establish the event's cause. He checked and cleaned the ultrasonic mixers (usm). On his follow-up service visits, he adjusted the cuvette water and main pump pressure to the correct level; performed a cell blank; repaired a rinse tubing issue he noted during mechanical checks; and verified the tube's functions by flushing them with bleach. He determined a defect in the light path had caused the event. He replaced the window and the heat cut filter and performed wash reactions, blank cell measurements, and photometer checks. He verified the module's performance with precision checks; the customer performed successful calibrations and qcs. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.